Manufacturer narrative:
The report of ¿ipg has reached normal end of life¿ was not confirmed. Analysis of the returned ipg found it had not declared eri or eol. As received the device was functional, passed all communication, no ¿replace generator soon¿ display was seen, and device passed all tests on the ate (automatic test equipment).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was reaching end of life. Patient did not lose therapy and patient did not have any medical procedures or surgeries. Device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.